Event description:
It was reported that, surgeon was drilling and believed to have hit a cross screw and broke drill bit.

Manufacturer narrative:
Device was discarded. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 8031020-2009-00042.